Event description:
End user states that they stopped the scooter to unlock a door and upon pressing the paddle to move forward the unit lurched forwards about 8 feet causing user to go into wall. Her left arm was cut on the door knob and she received 25 stitches.

Manufacturer narrative:
End user claims that this is an intermittent problem. Sent end user a new replacement scooter so that manufacturer can bring back and evaluate scooter involved in this adverse event. No conclusions can be drawn at this time.